Manufacturer narrative:
Examination of the returned device notes that both the head and liner were marked. Initially the parts were sent to the supplier for investigation. They concluded that the head was manufactured to specification, and postulated that the metal transfer seen on the polished surface of the head was due to relocation of the head during surgery. Further investigation was undertaken by depuy (B)(4) lab, conducting sem analysis of the material deposited on the ceramic head, confirming presence of cocrmo alloy on the surface in the metallic mark. It was concluded that the marking had occurred during location or dislocation of the head. The investigation also looked at the metal liner, noting that there was an area of irregular point contact scratching and two impact-type scratches. Inspection revealed that the damage most likely occurred during revision. A review of the device history records, material certifications, and sterilization records by depuy international finds no related manufacturing deviations or anomalies that would have contributed to the event. Root cause: undetermined, infection can have many causes that are rarely implant related. The implant damage/marking observed most likely occurred during implantation and revision procedures. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address infection. Implant wear was found intra-operatively.